Event description:
While using an idrivef to fire a plc75 stapler in a laparoscopy-assisted billroth-I gastrectomy (ladg) procedure the idrivef became inoperative. The procedure was completed by means of another idrivef.

Manufacturer narrative:
Patient's age and weight are unknown; (B) (4), without which the submission could not be packaged. The returned idrivef was visually and functionally evaluated. When a battery was inserted, the device failed to initialize or power up. The device was disassembled and it was determined that the wrong transistors had been used in the assembly process. This was the root cause of the reported complaint. The issue has been noted. (B) (4)